Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported error alarm (light emitting diode) led failure. There was no patient or user harm reported.

Manufacturer narrative:
G4: 17jun2020, b4: 17jun2020. There was no patient involvement. The biomedical technician confirmed the reported issue. The biomedical technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.